Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance has been varying between 600 to over 1500 ohms. The rv coil impedance has also been unstable with impedances from 130 to 170 ohms. It was thought that there could be a connection issue or a possible lead fracture. It was also thought that there might be a device setscrew problem. The lead was capped, the device was explanted and both were replaced. No patient complications have been reported as a result of this event.